Event description:
The affiliate reported that air was leaking from the 3 way stop cock. It was also reported that the 2 way stop cock became leaky and started to drip.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected. The 3 way stop cock was cracked. Although it is not possible to determine the exact root cause for the problem reported by the customer it might be possible that over tightening could have caused the problem. The current quality inspection for these assemblies is set for 100% tested for leaks and blockages. A review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.